Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to confirm the issue and due to technical failure 401- "inspiration valve / device leaky", an inspiration valve test was advised to perform as step loss test failed. Root cause of failure was determined due to defective inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 had an alarm 401- insp valve or device leaky. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a request was sent to customer service team for shipping the nt kit under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned yet.